Manufacturer narrative:
This supplemental report is being submitted to provide additional information. A DHR reviewed was performed for subject model otv-s7proh-hd-12e and serial number (B)(6) , there was no abnormality noted.

Manufacturer narrative:
The device was returned to service center for evaluation. The cable was found kinked. The device¿s gold plates were noted to be missing. The customer¿s complaint of "no image" was confirmed due to faulty charge-coupled device (ccd) unit.

Event description:
The service center was informed that during an unspecified procedure, the device would not display an image. The facility reported that another camera was used and the issue was resolved. There was no patient injury reported.